Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified venous graft anastomosis. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.

Manufacturer narrative:
The device was returned for analysis and the evaluation was completed on 09oct2024. A visual and tactile examination was performed on the balloon, markerbands, shaft, and tip of the device. A leak test identified a balloon pinhole located approximately 10mm proximal of the distal markerband. No kinks or damages were noted on the remainder of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified venous graft anastomosis. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.